Event description:
It was reported that during surgery the powermax elite shaver handpiece overheated. The procedure was successfully completed without a significant delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. The device has been in service for over 10 years, thus any malfunction presented at this point in time would not be related to the manufacture of the product. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event a complaint history review found related failures. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.